Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. They also stated that the measurement cartridge was replaced in rp 500, s/n (B)(4). The system is operational and there have been no reported issues. The cause of this event is unknown.

Event description:
The customer reported discrepant pco2 results on two different rp 500s. There was no report of injury due to this event.

Manufacturer narrative:
Siemens evaluated the data provided. All fluidic and sensor signals indicate that the system was performing as intended. The patient result from 9:33:11 on (B)(6) 2017 appears to be an erroneous result caused by pre-analytical sample contamination, most likely caused by room air or a bubble in the syringe.